Event description:
It was reported that this pacemaker exhibited a gradual rise in impedance and threshold measurements on the right ventricular (rv) lead. Which was believed to be caused by the physiology of the patient and reprogramming efforts were recommended. The patient was brought into the clinic and technical services (ts) noted that this pacemaker recorded a signal artifact monitoring (sam) episode due to atrial fibrillation. This resulted in the minute ventilation (mv) feature being automatically disabled. Reprogramming efforts were performed. Additional information received indicates that the rv lead exhibited high out-of-range impedance measurements, which the device triggered to the lead safety switch. There is no evidence of noise and the plan is to bring the patient for evaluation. Currently, this product remains in service and no adverse patient effects were reported.